Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment which could not be resolved. Due to the amount of time the blood pump was stopped rinseback could not be performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the system alarm is not known. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed rinseback procedures with the operator. Nxstage medical considers this report closed. No additional information will be provided.